Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of failure to capture and contamination issue. The helix difficulty and placement difficulty allegations were confirmed, based on dried blood/body fluid in the helix housing that prevented direct test of the helix mechanism.

Event description:
It was reported that during implant procedure, a lead was attempted to be implanted in the atrium, however, it exhibited helix extension and retraction issues. Subsequently, the lead was replaced and another lead was attempted to be implanted. The second lead also exhibited helix extension and retraction issues, as well as failure to capture. It is believed that the issue with the leads' helix is related to the anatomy of the patient's atrium and successive lead repositioning. The lead was then removed and it was observed that there was a small piece of clotted tissue in the tip of the lead. As a result, the physician decided to use a different lead and the procedure was successfully completed. The lead is expected to be returned for analysis. The lead was returned for analysis.

Event description:
It was reported that during implant procedure, a lead was attempted to be implanted in the atrium, however, it exhibited helix extension and retraction issues. Subsequently, the lead was replaced and another lead was attempted to be implanted. The second lead also exhibited helix extension and retraction issues, as well as failure to capture. It is believed that the issue with the leads' helix is related to the anatomy of the patient's atrium and successive lead repositioning. The lead was then removed and it was observed that there was a small piece of clotted tissue in the tip of the lead. As a result, the physician decided to use a different lead and the procedure was successfully completed. The lead is expected to be returned for analysis.

Manufacturer narrative:
Correction: a1 field patient identifier was updated.

Event description:
It was reported that during implant procedure, a lead was attempted to be implanted in the atrium, however, it exhibited helix extension and retraction issues. Subsequently, the lead was replaced and another lead was attempted to be implanted. The second lead also exhibited helix extension and retraction issues, as well as failure to capture. The lead was then removed and it was observed that there was a small piece of clotted tissue in the tip of the lead. As a result, the physician decided to use a different lead and the procedure was successfully completed. The lead is expected to be returned for analysis.

Event description:
It was reported that during implant procedure, a lead was attempted to be implanted in the atrium, however, it exhibited helix extension and retraction issues. Subsequently, the lead was replaced and another lead was attempted to be implanted. The second lead also exhibited helix extension and retraction issues, as well as failure to capture. It is believed that the issue with the leads' helix is related to the anatomy of the patient's atrium and successive lead repositioning. The lead was then removed and it was observed that there was a small piece of clotted tissue in the tip of the lead. As a result, the physician decided to use a different lead and the procedure was successfully completed. The lead is expected to be returned for analysis.